Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there were an unspecified number of molecular false positives for c. Tropicalis across multiple lot numbers. One lot number was provided; however, the additional affected lot numbers and exact occurrences are unknown. No patient impact reported. The following information was provided by the initial reporter: "fx 442021_3102607 - molecular fp. Customer reports that within the last 2-3 months, they have had 50-100+ molecular fps across multiple lot #s. Customer does not know how many molecular fps per lot and has no information on individual occurrences. No sequence #s available. Bactec sns: (B)(6). Bcid2, lot # 1273423. Biofire result was usually a dual positive. When it was only c. Tropicalis, the bottle was a false positive it no organisms seen on gram stain and no growth in culture. See case # (B)(4) for false positives. Gram stains had no yeast. No yeast grew in culture. At first results were reported, but customer caught it within 72 hours and repeated the biofires. Customer called physicians to correct result. No treatment change to patients as a result. No returns available."

Manufacturer narrative:
The following fields have been updated with corrected information. B.5. Describe event or problem: it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there were an unspecified number of molecular false positives for c. Tropicalis across multiple lot numbers. One lot number was provided; however, the additional affected lot numbers and exact occurrences are unknown. No patient impact reported. H.6. Investigation summary: catalog: 442021. Batch no.: 3102607. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there were an unspecified number of molecular false positives for c. Tropicalis across multiple lot numbers. It is unknown at this time what the lot number information is or the exact number of molecular false positives. No patient impact reported. The following information was provided by the initial reporter: "fx 442021_3102607 - molecular fp customer reports that within the last 2-3 months, they have had 50-100+ molecular fps across multiple lot #s customer does not know how many molecular fps per lot and has no information on individual occurrences no sequence #s available bactec sns: (B)(6). Bcid2, lot # 1273423 biofire result was usually a dual positive. When it was only c. Tropicalis, the bottle was a false positive it no organisms seen on gram stain and no growth in culture. See case (B)(4) for false positives gram stains had no yeast no yeast grew in culture. At first results were reported, but customer caught it within 72 hours and repeated the biofires. Customer called physicians to correct result. No treatment change to patients as a result no returns available"

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.